Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was could not be confirmed, nor reproduced. Therefore, the device met its specifications, and a further cause of the suggested phenomenon could not be presumed. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation did not show any image problem, the device is waterproof and no water ingress was found. Additional findings include the following: the bending section cover adhesive was separated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.